Manufacturer narrative:
Visual analysis of the photographs identified. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side rupture. Diagnosed via MRI. Device has been explanted and replaced with non abbvie.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. Device has been explanted and replaced with non abbvie.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification. As per the investigation procedure, encapsulation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. Device has been explanted and replaced with non abbvie.